Event description:
The customer was hospitalized for low blood glucose levels. Prior to the hospitalization, the customer stated he pressed the up arrow to program an easy bolus and the pump beeped accordingly, even though the screen remained blank. No troubleshooting was performed and no further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.